Event description:
It was reported that the coil could not be detached during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and confirm the implant coil did not detach due to the release wire broke. However, the investigation could not determine the cause of the event. (B)(4).